Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on october 13, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic variceal ligation (evl) procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, after the ligator was placed onto the endoscope, it was noticed that the band automatically deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 13, 2024: the speedband superview super 7 was used in the esophagus to treat varicosity.

Manufacturer narrative:
Block e1 initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic variceal ligation (evl) procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, after the ligator was placed onto the endoscope, it was noticed that the band automatically deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach to treat gastric varices; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.